Manufacturer narrative:
No service on the ventilator has been requested by the user facility, who use a third party provider for service and repair . According to received information, the cause of the leakage was damaged nozzle unit of the gas module. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The preventive maintenance of the system must be performed by authorized personnel at least once a year, or every 5000 hours of operation, whichever comes first. One of the parts which must be replaced in order to keep the ventilator function safe for the patients are nozzle units, which are also included in maintenance kit 5000 hours. It is essential to replace nozzle unit as specified in our device documentation to avoid failure of the device. No device logs were received and the defective nozzle unit was not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
It was reported that during daily preparation work preparation, the ventilator had a leakage. There was no patient involvement. Manufacturer's ref.#: (B)(4).